Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a fall last week on the same side as the pt's implantable neurostimulator, there was no stimulation sensation and a loss of therapeutic effect. Additional info has been requested. A follow-up report will be sent if additional info becomes available.